Manufacturer narrative:
Product event summary: the controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. A review of the manufacturing documentation confirmed that the associated device met all requirements for release. Failure analysis, during functional testing, revealed that the controller was unable to start a motor fixture from power port two. Internal inspection revealed that a screw belonging to the display module was loose and shorted several electrical components on the printed circuit board. The controller regained functionality once the board was replaced. Analysis of the controller log files revealed several ventricular assist device disconnect and controller power up events on (B)(6) 2017. A review of the alarm file revealed two electrical fault alarms were logged due to an over-current condition. Additionally, several controller fault alarms with a reset date and time stamp were logged on (B)(6) 2017. The controller fault alarms and reset date and time was likely due to the shorted components. As a result, the reported event was confirmed. The most likely root cause of the reported event can be attributed to an internal screw belonging to the display module that was loose and shorted several components; the screw was likely not properly tightened during manufacturing. An internal investigation evaluated the loose lcd mount ing screw found inside controller. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: one controller ((B)(4)) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. A review of the manufacturing documentation confirmed that the associated device met all requirements for release. Failure analysis, during functional testing, revealed that the controller was unable to start a motor fixture from power port two (2). Internal inspection revealed that a screw belonging to the display module was loose and shorted several electrical components on the printed circuit board. The controller regained functionality once the board was replaced. Analysis of the controller log files revealed several vad disconnect and controller power up events on (B)(6) 2017. A review of the alarm file revealed two electrical fault alarms were logged due to an over-current condition. Additionally, several controller fault alarms with a reset date and time stamp were logged on (B)(6) 2017. The controller fault alarms and reset date and time was likely due to the shorted components. As a result, the reported event was confirmed. The most likely root cause of the reported event can be attributed to an internal screw belonging to the display module that was loose and shorted several components; the screw was likely not properly tightened during manufacturing. Device returned to manufacturer. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
A report was received indicating that the patient¿s controller was emitting a controller fault alarm. The clinical staff decided to perform a controller exchange. During the exchange, the staff noticed that power port 2 stopped working thus causing a power failure and vad stop; controller exchange was continued regardless. There were no patient consequences associated with the exchange. The staff added that the no power alarm was not very audible. Moreover, the site reviewed the controller log files and noted that the date and time had reset. A rattling noise could be heard from inside the controller whenever it was turned over or moved.